Event description:
It was reported by the sales rep in switzerland that the fms tornado micro handpiece with buttons device did not work anymore, during in-house engineering evaluation, it was determined that the device had button failure, an electrical short, and the motor was not functioning/defective. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: reporter is a j&j sales representative. UDI:(B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not work anymore was confirmed. It was found that the device had button failure, an electrical short, and the motor was not functioning/defective. The motor, motor cable and hand control set were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.